Event description:
It was reported that the customer was hospitalized for high bgs and dka. The customer also stated that the pump had an alarm. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Instructed the customer to change the infusion set and use manual injections per md protocol. Two days later, the contact called back and reported that the alarms continue.